Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-60248. Clarification to d6a: partial date of 2016 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient report "one of my implants ruptured". Later patient reported "breast ruptured". Later healthcare professional reported "deflation". Later patient reported "rupture". This record is for the right side. Device remains implanted.